Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had ldh on admission of 2573, subtherapeutic inr. The patient also experienced quite a few low flow alarms. An echo ramp study revealed minimal change in left ventricular end diastolic diameter with increasing rpm. The patient rec'd a pump exchange.